Event description:
The customer contacted baxter's technical service center regarding a check patient line alarm, which occurred on the home choice (hc) during initial drain. The home patient (hp) states there is no fluid in patient line. The hp saw air bubbles earlier in the patient line and now no fluid. The baxter technical service representative (tsr) advised the hp to close the clamps and end therapy. The tsr advised the hp to start over with new supplies to prevent any additional air being introduced into the peritoneum. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check patient line alarm. The reported condition was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.